Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 1/7/2020 device evaluation summary: according to the reported information, the patient experienced a deflation in the breast implant. The device was visually inspected and it was found with no apparent damage. Leak test was perform and it revealed there was leakage from the valve. No additional anomalies were observed. The second product received is related to a concomitant device, therefore no further investigation is required. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided and not apparent on received device, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 200cc unspecified saline breast implant catalog: unknown lot: unknown serial number: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent breast augmentation surgery with a 200cc unspecified saline breast implant experienced left sided deflation post procedure. As a result, patient underwent bilateral removal and replacement with 200cc mentor smooth round moderate plus profile saline breast implants on (B)(6) 2019.